Event description:
As reported by the user facility: leaky tubing. Additional information provided by the facility indicated the leak occurred while using chemotherapy drug, paclitaxel. No one suffered any adverse sequela associated with the incident.

Manufacturer narrative:
Two used sample pump sets were returned to the manufacturer to be evaluated. Both sets were attached to an unk tubing set which was spiked into a fluid bag, identified as containing the chemotherapy drug paclitaxel. No visual manufacturing defects were noted. Both b. Braun IV sets were detached from the unk extension set and pressure tested for leakage according to specification. There were no leaks on the sets and the sets were found acceptable. The returned samples were then pressure tested with the unk tubing sets attached and no leaks were noted. Although no inventory remains of the reported lot, the house retained samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. No specific conclusions can be drawn. There are no other reports of this nature against the reported lot number.